Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 11/11/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clincial use and evidence of blood was observed. There were no visual defects observed on the intact jaws. The jaws were in an opened state. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachement at the tip of the hot jaw. No other visual defects were observed in the photograph. An investigation was conducted on 11/12/2025. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the harvesting device handle. The jaws were observed in a closed state. The heater wire tip was observed to be detached from the tip of the hot jaw. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the intact jaws. The jaws would not open. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. No additional testing was conducted due to the jaws not being able to open . Based on the evaluation results, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failure "mechanical issue- jaws not opening" was observed. A manufacturing engineering conducted. The complaint was confirmed for "material twisted/bent". A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the harvesting device handle. The jaws were observed in a slightly opened state. The heater wire anchor was observed to be detached from the tip of the hot jaw. Upon closer investigation it was observed that the silicone had degraded. There was silicone embedded in the heater wire anchor. The silicone fastening feature of the hemopro 2 hot jaw, which retains the heater element, can become degraded after repeated heat cycling with no heat sink in the jaws. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the intact jaws. The jaws would not open. The as analyzed failure "mechanical issue- jaws not opening" was observed. The shrink tubing was removed and upon further investigation it was determined that the jaws would not open due to dried blood within the shaft tip. Once the dried blood was removed the jaws opened and closed freely. The as analyzed failure "mechanical issue- jaws not opening" was not confirmed as the blood dried due to the prolonged period of time that elapsed between the procedure and when the complaint device was analyzed. Based on the manufacturing engineering evaluation results, the reported failure "material twisted/ bent wire" was confirmed as well as the analyzed failure "mechanical issue- jaws not opening" was not observed. The lot # 3000501445 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6).

Event description:
The hospital reported that the wire of the vasoview hemopro 2 disconnects from the jaw. The harvester noticed that the jaw looked loose while doing the harvest. The surgeon pulled the device out of the cannula and discovered that it was detached. The jaws of the harvesting tool were not open (even slightly) during insertion of the tool into the cannula. There was no resistance noted while inserting the harvesting tool into the cannula. There were no plastic / silicone particles that detached into the harvesting tunnel / inside the patient. At this point the harvester grabbed another vh-4000 and was able to complete the procedure without further incident. No patient injury or effect. The only procedural delay was in retrieving a new device. Per the photo, it shows that the heater wire is lifted.